Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Thirteen blades were received for evaluation. Visual inspection found no notable conditions. Functional testing included testing of the returned blades with a lab handle and battery, placing devices on the lab handle camera stick, devices led emitting a visible light with an image visible on the lcd screen, the battery icon status visible and displaying properly. The lcd image quality and light output of the led were inspected and were found to be adequate. It was reported that the picture quality looked normal prior to intubation. During intubation the picture quality became "clouded/fogged." Once the blade was inserted into the patient's airway the visual quality became poor. An alternate size blade from a different lot number was used and did not experience the same issue. Several size 2 blades from the same lot number were tried and experienced the same issue. The reported issue could not be confirmed. The most likely cause could not be identified, because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from FDA's 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H9: z-0168-2024; z-0169-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the picture quality looked normal prior to intubation. During intubation the picture quality became clouded/fogged. Once the blade was inserted into the patient's airway the visual quality became poor. Tried alternate size blade from a different lot number and did not experienced the same issue. Tried several size 2 blades from the same lot number and experience the same issue. There was no patient injury.